Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test and no leaks were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).refer to medwatch 2032227-2016-29361.

Event description:
The customer reported via telephone call that the blood glucose ran high, up to 400 mg/dl. He stated that he had not been receiving insulin due to leaks. His shirt was wet and he could smell insulin. He was advised to change the infusion set. The insulin pump had not been dropped with the infusion set in place and the tubing had no visible cracks or splits. He reported that the reservoirs were leaking at the o-rings. The blood glucose reading at the time of the reservoir leaks was 250 mg/dl. The reservoirs will be replaced and returned for analysis.